Event description:
It was reported that during a hemi-colectomy by scopy, one side of the device could not angle with the knob. Therefore, the surgeon angled the device on the other side and turned it upside down. The surgeon could not efficiently see the tissue in the jaws, but fired the device anyway. The staple line was complete and the staples were well formed. However, leakage occurred and the case was converted to an open surgery. A different device was used to transect the bowel. The pt is reported to be in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.